Manufacturer narrative:
(B)(4). This issue was previously reported on (B)(4) with MDR 3030677-2015-00653 . The device investigation is still pending. (B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It has been reported that the AED did not pass self diagnostic check. There was no negative patient.